Event description:
During approximately 3-4 pacemaker generator exchange procedures interference between the pulsar system and the patient's pacemaker was experienced. When the pulsar system was activated the pacemaker would cease pacing and when the activation button on the pulsar system was released the pacemaker would begin pacing again. Patients involved were pacemaker dependent but back-up pacing methods were in place within the or. Patient details were not able to be obtained from the hospital. No patient impact was reported. Hospital was given an in-service where the procedure with the use of the pulsar system was reviewed and the hospital has used the pulsar system since during the same procedure with no reported issues.

Manufacturer narrative:
Product event # (B)(4). Method, results, conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.